Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date and was subsequently revised due to lack of bone ingrowth into the acetabular cup at 9-12 months post-op. During the revision procedure, the surgeon encountered an issue with the taper adapter being cold-welded to the stem.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Limited information has been provided regarding the event and outcome of the event. Biomet has made attempts to retrieve additional event information including product identification. Follow up attempts are ongoing. Should additional information be received, biomet will forward a supplemental report to the FDA. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-01127).